Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female who underwent primary breast augmentation with 455cc mentor memorygel breast implant implants experienced spontaneous left sided rupture, left sided baker grade IV capsular contracture, and right sided baker grade iii capsular contracture post procedure. The issues were accompanied by pain and change of shape. The rupture was confirmed with magnetic resonance imaging. As a result, explant without replacement was performed on (B)(6) 2022. Mentor became aware of the left sided rupture on (B)(6) 2022. Additional information was received on july 20, 2022 indicating bilateral capsular contracture. This report relates to right prosthesis. See 1645337-2022-08768 for contralateral prosthesis report.